Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that a cartridge detection notification occurred during the load sequence. Reportedly, a new cartridge was loaded to address the issue. Customer declined to receive a follow up from tandem technical support. There was no reported impact to customer's blood glucose.